Event description:
Patient was revised to address pain on (B)(6) 2011. Since being revised, he continues to be in pain and has issues with his bowels; however, the manufacturer of the parts currently implanted is not yet known.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.